Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-23874, is a duplicate of mrn 9617229-2024-17551. Please see mrn 9617229-2024-17551 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-23874, is a duplicate of mrn 9617229-2024-17551. Please see mrn 9617229-2024-17551 for reportable events.

Event description:
Sales representative reported on behalf of healthcare professional "capsular contracture," baker grade unknown. This record is for the left side. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.